Manufacturer narrative:
(B) (4). Patient information requested and all available information is included. This report was filed by the manufacturer. The sample is not available for investigation. The lot number was not identified, therefore, lot history record review could not be performed.

Event description:
The user reported that soon after starting an infusion of mitoxantrone, a leak was noticed between the joint at the top of the drip chamber and the tubing. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information was available.